Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had fiber optic module fault. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e1 initial reporter, h6 medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported fiber optic error. Upon arrival, fse found the blood pressure port was damaged not allowing fse to connect my patient simulator. Fse replaced pcb, front end, rohs and then fse was able to connect patient simulator as intended. Fse also found fault code #53. Fse replaced fiber optic assembly and fault code #53 was no longer present. Fiber optic cable jumper was used for troubleshooting purposes only.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(event site email), g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field -h6(medical device ¿ problem code, component code, investigation conclusions).

Event description:
N/a.